Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer¿s blood glucose level was 280 mg/dl. Customer was experienced high blood glucose. Customer stated they had not tried all the remedies. Customer stated that the insulin was exited. Customer stated that the cannula was not bent. Customer was declined to continue troubleshooting. The insulin pump will not be returned for analysis.